Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). Omsc couldn't conclusively determine the exact cause of this issue. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a total laparoscopic hysterectomy. The distal end of the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.